Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported pseudomonas bacterial infection to the port, infectious disease, sepsis and acute chronic inflammation and edema around the port site as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2017, a patient underwent a port placement procedure via the left subclavian vein for the treatment of systemic lupus erythematosus and chronic pain, requiring multiple blood draw, infusion and pain control pump. Approximately five years, seven months, and three days later, on (B)(6) 2023, it was reported that the patient was diagnosed with pseudomonas bacterial infection, infectious disease, sepsis, acute chronic inflammation and edema around the port site. Subsequently, the device was removed on the same day. However, the current status of the patient remains unknown.